Manufacturer narrative:
During testing, the device intermittently did not sound an audible tone during an alarm condition. This was due to contamination on several pins of the inter-board connector headers including the pin that passes the beepctl signal which operates the beeper assemblies. The cause of the contamination was the result of use of the device in the user environment. The event that is being reported was noted during verification testing; therefore, user facility event codes were not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4)

Event description:
During verification testing at the manufacturing facility, the device intermittently did not sound an audible alarm tone during an alarm condition.